Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead exhibited placement difficulty. The physician reported difficulty advancing the lead through the valve of the introducer, with difficulty advancing the stylet to the tip of the lead. The physician tried several stylets and several shapes with consistent friction and difficulty. One through the introducer valve the lead advanced into the ivc with ease, but advancement of the stylet was a challenge. The stylet made its way to the tip after some effort and time, and the lead was eventually successfully placed. The rv lead remains in use. No patient complications have been reported as a result of this event.